Event description:
Reportedly, the patient attended for routine follow-up on the (B)(6) 2016 and error message was displayed "device implant detection." Pacemaker programming had changed to ddd mode, 3.5v & 0.35ms atrial & ventricular unipolar pace & sense. Patient came back on the (B)(6) 2016 for pre-assessment dc cardioversion clinic. Patient had felt unwell but had thought this was due to atrial fibrillation but was found to be in complete heart block (chb). Unable to interrogate device with any of the 3 programmers. No response from the pacemaker to magnet. Device then paced in unipolar with capture and then would stop suddenly, also appeared to try to pace bipolar without capture. The device was changed and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device suspected a battery failure. (B)(4).

Event description:
Reportedly, the patient attended for routine follow-up on the (B)(6) 2016 and error message was displayed "device implant detection". Pacemaker programming had changed to ddd mode, 3.5v & 0.35ms atrial & ventricular unipolar pace & sense. Patient came back on the (B)(6) 2016 for pre-assessment dc cardioversion clinic. Patient had felt unwell but had thought this was due to atrial fibrillation but was found to be in complete heart block (chb). Unable to interrogate device with any of the 3 programmers. No response from the pacemaker to magnet. Device then paced in unipolar with capture and then would stop suddenly, also appeared to try to pace bipolar without capture. The device was changed and will be returned for analysis.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.

Event description:
Reportedly, the patient attended for routine follow-up on (B)(6) 2016 and error message was displayed "device implant detection." Pacemaker programming had changed to ddd mode, 3.5v and 0.35ms atrial and ventricular unipolar pace and sense. Patient came back on (B)(6) 2016 for pre-assessment dc cardioversion clinic. Patient had felt unwell but had thought this was due to atrial fibrillation but was found to be in complete heart block (chb). Unable to interrogate device with any of the 3 programmers. No response from the pacemaker to magnet. Device then paced in unipolar with capture and then would stop suddenly, also appeared to try to pace bipolar without capture. The device was changed and will be returned for analysis.